Event description:
Laparoscopic cholecystectomy - "after insertion of the gallbladder into the retrieval bag the bag was closed and correctly removed from the introducer. The cannulae was removed from the incision to allow removal of the bag and gallbladder, a piece of metal was then observed to be lodged in the guide bead and protruding from the incision."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the bag separated from the device and with one support arm separated. Upon inspection, engineering found that the support arm was not properly bent, which is the cause for it detaching from the device. The root cause of the incident is due to an error during the manufacturing process. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.